Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements up to 185 ohms. The physician noted that the shock impedance measurements had been increasing gradually over time. The lead was tested with commanded shocks and yielded in range shock impedance measurements of 108 ohms. The implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) and the patient underwent a change out procedure. During the procedure the physician explanted the ICD as planned and left the rv lead in service with the new ICD due to the shocking impedance measuring 105 ohms with the new device. Technical services (ts) reviewed the data post revision and discussed potential additional troubleshooting steps and programming options if the issue continues. The rv lead remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.